Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a contradictory information between the health sight viewer system and the pyxis machine. A technical support specialist (tss) found that the reporting server was still using an outdated certificate and informed the customer¿s information technology team to import the correct one. The tss later applied the proper certificate on the reporting server, restarted the web services, verified that access to the health system vault dashboard was functioning correctly, and confirmed that the system working. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, healthsight viewer had reported that the esmolol (10 mg/ml) vial (brevibloc vial) 100 mg (10 ml) injection was stocked out for 23 days; however, upon reviewing the device data, it showed that the medication had not been used for 53 days. Therefore, the medication was not actually stocked out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, healthsight viewer had reported that the esmolol (10 mg/ml) vial (brevibloc vial) 100 mg (10 ml) injection was stocked out for 23 days; however, upon reviewing the device data, it showed that the medication had not been used for 53 days. Therefore, the medication was not actually stocked out. There were no adverse events or injuries reported based on this event.